Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: UDI #: (B)(4). On october 25, 2018, it was reported that the second dermatome was skipping during the procedure and would not take a clean cut. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on october 31, 2018 revealed that the control bar was below the mater blade and the poppet was stuck down in the operating position. The calibration was out of specifications at the zero setting only and the motor speed was within specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on october 31, 2018 which included replacement of the thickness lever, bearings, and poppet assembly. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the control bar was below the master blade. The cause of the skipping was due to the control bar not being set in the correct position. If the control bar is below the blade, the blade will be leading the cut. This historically can lead to gouging but skipping may have occurred depending on the user technique. The root cause of why the control bar was low could not be determined with the information that was provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the second dermatome was skipping during the procedure and would not take a clean cut. There was no harm and no delay reported. No adverse events were reported as a result of this malfunction.